Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with aortic valvuloplasty was implanted with an impella cp device for mechanical circulatory support. While on support, echocardiogram showed right ventricle (rv) dilated and left ventricle (lv) sucking down. Return of spontaneous circulation (rosc) was able to be achieved with good aic metrics, however, patient had bradycardia in 40's, then idioventricular rhythm in the 10¿s to 30¿s. Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).